Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for dbs therapy indications patient reported that their device was not working. No symptoms were reported. No further patient complications were reported/ anticipated as a result of this event

Manufacturer narrative:
The correct implantable neurostimulator serial number is (B)(4) and not (B)(4) as initial submitted. The correct unique device identifier (UDI) should be (B)(4) and not (B)(4). Correct implant date is (B)(6) 2017 and not (B)(6) 2019. Date of the event (B)(6) 2018 is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient stating that the device that was not working was the implanted neurostimulator and was first noticed (B)(6) 2018. Patient noted that they had surgery to replace the device and that it only lasted 2 years.